Event description:
When the patient returned for re-treatment with a bulking implant material, the doctor observed exposed bulking material from the previous implant during cystoscopy. The material was removed on the left side of the uretha with graspers. The patient was described as having improved incontinence. The doctor described the patient as having very fragile tissue. No further complications were reported.